Event description:
It was reported that the reservoir was leaking. No patient involvement was reported.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found a cracked tank cover. Functional testing found the device was leaking water from the reservoir; confirming the customer complaint. Root cause was attributed to the cracked tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the tank cover and gasket. Performed preventative maintenance. Device passed functional testing after the completed repairs.